Event description:
It was reported that the customer's insulin pump had an unresponsive act button. The customer replaced the battery with a new (B)(6) alkaline battery, but the issue persisted. The customer's blood glucose was unknown. The customer stated that the esc button did not work either and stayed unresponsive despite the battery change. The customer had discontinued use of the insulin pump and reverted to manual injections until the replacement insulin pump arrived. Nothing further reported.

Manufacturer narrative:
Pump was received with unresponsive buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.